Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device¿s lid. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device¿s lid magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable if needed. There was no patient involvement reported during the event.